Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.

Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a dissection occurred. Target lesion 1 was located in the circumflex (cx) and had a reference vessel diameter of 2.8mm. The lesion length was 15mm and was 80% stenosed. A 3.0x20mm liberte stent was implanted. Residual stenosis was 0%. Target lesion 2 was located in the right coronary artery (rca) and had a reference vessel diameter of 3.4mm. The lesion length was 11mm and was 70% stenosed. A 3.5x20mm liberte stent was implanted. Residual stenosis was 10%. Target lesion 3 was also located in the rca and had a reference vessel diameter of 3.6mm. The lesion length was 9mm and was 70% stenosed. A 3.5x16mm liberte stent was implanted. An additional procedure was performed in this target lesion. A second liberte stent was implanted due to a dissection. Residual stenosis was 10%. The procedure was technically successful. The patient was discharged two days after the index procedure without angina or silent ischemia. Discharge medications were aspirin 75mg daily for an indefinite period and clopidogrel 75mg daily for 12 months.